Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of both code-batch. There are 12 units blocked in our stock. We have received a picture showing a pouch labeled as novosyn 2/0 70 cm fr26, code 0068415 and batch 119452. According to the customer information received, there were 12 of these pouches mixed inside a box of safil violet 3/0 70cm hr22 c1048030 and batch: 119451. This mistake was probably caused when conditioning the product in boxes in the manufacturing line. After investigation, we have found that both products were packed on the same day. Therefore, we assume that the clean line operation in the manufacturing process was not performed correctly and twelve units of the reference (B)(4) were packed in a box of the reference (B)(4) by mistake. Taking into account that there are no previous complaints of both codes-batches regarding this issue, we assume an isolated and accidental case, affecting only this box. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the picture received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: k031286; reported device not marketed in the us, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the us. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with safil suture. The client reported that there were 12 units of novosyn 2/0 70 cm fr26, code 0068415 and batch 119452 mixed in a package of safil violet 3/0 (2) 70cm hr22, code c1048030 and batch 119451. No further information has been received..